Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy peritoneal dialysis (pd) fluids coincident with pd therapy. On the same day, the patient was hospitalized and treated with cefazoline (2g/day) and gentamycin (80 mg/day) for the peritonitis. Eight days later, the treatment with cefazoline and gentamycin was stopped. The next day, treatment with vancomycin (1g/day) and amikacin (300 mg/day) was started. Ten days later, as the patient did not respond to the therapy treatment, the pd catheter was removed and vancomycin and amikacin treatment was discontinued. The cause of peritonitis was unknown. The patient had not recovered from the peritonitis at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event was not reported; however, the patient was born in 1997. Should additional relevant information become available, a supplemental report will be submitted.